Manufacturer narrative:
The devices remain implanted in the patient; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that failure or malfunction of any of the device components or the battery, including but not limited to lead or lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, whether or not this requires explant and/or reimplantation and lead, lead extension (including lead extension header) and neurostimulator erosion or migration are known risk with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block d2b: additional applicable product code: mhy. Additional suspect medical device components involved in the event: model number/catalog number: db-4600-c, serial number: n/a, batch/lot number: 35207134, model/catalog description: suretek burr hole cover kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient's brain lead appeared deeper in the brain than at the time of implant. A postoperative computerized tomography (CT) scan confirmed that the lead had migrated 3-4 mm deeper into the brain. The patient did not exhibit any symptoms related to the device or stimulation due to the lead position. The patient subsequently underwent a revision procedure. It was initially suspected that the retaining clip might have been open; however, upon revision, the existing retaining clip was observed securing the lead as intended. The clip was released, the lead was retracted a few millimeters, and the original clip was re-secured. An additional metallic fixation device was then placed over the bhc cap and secured to the skull with screws (device type/manufacturer was not confirmed). The patient is doing well postoperatively. Devices will not be returned to boston scientific as they remain implanted in the patient.

Manufacturer narrative:
Block d2b: additional applicable product code: mhy. Additional suspect medical device components involved in the event: model number/catalog number: db-4600-c, serial number: n/a, batch/lot number: 35207134, model/catalog description: suretek burr hole cover kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient's brain lead appeared deeper in the brain than at the time of implant. A postoperative computerized tomography (CT) scan confirmed that the lead had migrated 3-4 mm deeper into the brain. The patient did not exhibit any symptoms related to the device or stimulation due to the lead position. The patient subsequently underwent a revision procedure. It was initially suspected that the retaining clip might have been open; however, upon revision, the existing retaining clip was observed securing the lead as intended. The clip was released, the lead was retracted a few millimeters, and the original clip was re-secured. An additional metallic fixation device was then placed over the bhc cap and secured to the skull with screws (device type/manufacturer was not confirmed). The patient is doing well postoperatively. Devices will not be returned to boston scientific as they remain implanted in the patient.